Manufacturer narrative:
Pt identifier: - (b)(6.) Concomitant medical product: vngd ps+ tib brg 24x71/75mm, cat#: 183754, lot#: 486500. Biomet tibial locking bar, cat#: 141205, lot#: 984380. Biomet finned pri stem 80x15mm, cat#: 141320, lot#: 884540. Bmet regenx pri tib tray 71mm, cat#: 141273, lot#: 770260. Rgx 3 peg ser a patella 34mm, cat#: 141357, lot#: 983930. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04492, 0001825034-2017-04493, 0001825034-2017-04494, 0001825034-2017-04495, 0001825034-2017-04496, 0001825034-2017-04497. Remains implanted.

Event description:
It was reported that the patient had knee manipulation, due to limited range of motion and pain, performed while under anesthesia. No further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed through receipt of patient medical records. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Review of the x-rays ((B)(6) 2015) by the surgeon provided in op-notes identified no evidence of loosening, subsidence, linear wear or osteolysis, and the components were found to be well fixed. It was noted by the surgeon that the patient is progressing slowly and has significant stiffness in the knee. After the revision procedure (on (B)(6) 2015), the patients rom was noted to be 0-125 degrees. During manipulation, the patient was found to be very stiff and have rom of 3-80 degrees and after the procedure, it was noted to be 0-135. The surgeon noted that the patient is undertreating her pain and not focusing on obtaining range of motion as aggressively as he would recommend. It was reported that the patient did not follow the post-op protocol prescribed by the surgeon and that contributed to the limited range of motion and stiffness. A definitive root cause for recurring pain could not be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.